Event description:
It was reported that during a prostate procedure, the laser displayed error codes 516, 831, and 302.13 prior to the start of procedure. The patient was sedated however the case had not yet begun. The customer was unable to clear the error that occurred and the case was canceled. Patient will be rescheduled for surgery at a later date. Patient outcome ¿ok¿ reported.